Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material clogging the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the investigation results, a foreign material clogged the nozzle, could not be identified. The legal manufacturer confirmed there was no deviation from the reprocessing steps. The foreign material was unable to be specified. The root cause of the foreign material remaining in the subject device was unable to be specified. Based on the information obtained the foreign material was unable to be specified. Based on the information obtained, the cause of the foreign material remaining was unable to be specified. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event.¿. Olympus will continue to monitor the field performance for this device.